Event description:
Two intuitive instruments failed today with 90% of their lives remaining. Instrument #420205 the first one would not provide bipolar cautery and the second one's cautery plug site pulled out when the bipolar cord was removed leaving only wires.